Manufacturer narrative:
.

Event description:
The explanting facility discarded the explanted device; therefore, no analysis can be performed.

Event description:
It was reported that the patient may have an infection above the generator site. The patient was seen by the surgeon who was unsure if the patient had an infection and the surgeon scheduled the patient for prophylactic generator replacement, but was prepared to do a full explant if the patient was found to have an infection. It was reported that during surgery, the surgeon identified an infection and the device was explanted. The patient will be reimplanted when the infection is cleared. It was reported that device diagnostics prior to explant were within normal limits. Further follow-up revealed that the during surgery consult, swelling was not visibly observed, but when the site was palpated, pus came out. It was reported that the surgeon did not suspect infection at this point and it was not until surgery that the infection was identified. No known trauma occurred that may have caused or contributed to the infection.